Manufacturer narrative:
Philips service replaced the rx tube, converter, and hv tank; however, the issue persists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that cathode short circuit was detected, causing intermittent fluoroscopy failure on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.